Event description:
It was reported that the patient presented to the clinic for a follow up check after the patient experienced their heart beat harder than usual. Upon review, the pacemaker was found to be in the back-up mode. No intervention was performed. Patient was stable.